Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A review of the device history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will not be performed as the serial number is unknown. The sample was not returned for evaluation, therefore a device analysis could not be performed and a cause could not be determined. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.